Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the implantable pulse generator (ipg) system a remote transmission showed loss of capture on the right ventricular (rv) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.